Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abortion spontaneous ('stillbirth/miscarraige'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and multiple endocrine neoplasia ('autoimmune diagosed: neoplasia syndrome') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), multiple endocrine neoplasia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, multiple endocrine neoplasia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, fatigue, tooth disorder, weight increased and heavy menstrual bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, multiple endocrine neoplasia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy for the insertion date reported (B)(6) 2005 and (B)(6)2005. Received treatment for pain, bleeding, allergy and injury/symptoms. Insertion details-12 coils noted to extend from the left as and 8 coils noted to extend from the right os diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test (unspecified) results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, reporter causality comment was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abortion spontaneous ('stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and multiple endocrine neoplasia ('autoimmune diagnosed: neoplasia syndrome') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), multiple endocrine neoplasia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, multiple endocrine neoplasia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, fatigue, tooth disorder, weight increased and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, multiple endocrine neoplasia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy for the insertion date reported (B)(6) 2005 and (B)(6) 2005. Received treatment for pain, bleeding, allergy and injury/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test (unspecified) results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: fu 3 and fu 4 processed together. Plaintiff fact sheet received. Event injury replaced with pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy- nickel - diag, autoimmune diagnosed: neoplasia syndrome, psych injury, pregnancy: stillbirth/miscarriage, migration, fatigue, dental probs., weight gain, pregnancy with contraceptive device and device ineffective were added. Lab data, new reporter, patient demographic were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.